Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced  pain or burning sensations at the neurostimulator site, even when it is turned off. The patient "is in a lot of pain however the therapy is working very well for her symptoms." Mdt rep stated that incision site is clear and does not have any signs of infection. The incision does not hurt when pressed on.  No further complications were reported/anticipated at this time.